Manufacturer narrative:
The customer was contacted numerous times for return of the therapy cable, but no response appears to be forthcoming. The therapy cable has not been returned to stryker for evaluation. The reported issue was able to be verified by looking at photos provided in the initial report. The manufacturing date on the cable was 2009-04, making the cable 12 years old. The cause of the damage is determined to be normal wear and tear due to the age of the cable. Per the operating instructions for the lifepak 20e device, "cables and paddles are a critical part of therapy delivery and suffer wear and tear. Stryker recommends replacement of these accessories every three years to reduce the possibility of failure during patient use". The cause of the reported issue was determined to be due to customer maintenance.

Event description:
A customer contacted stryker to report that their device has a damaged therapy cable. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There were no reports of patient use associated with the reported event.

Event description:
A customer contacted stryker to report that their device has a damaged therapy cable. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
The initial reporter¿s phone number (B)(6). Stryker requested the return of the damaged part for evaluation. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Not returned to manufacturer.